Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, a cause of the reported perforation (septal dissection) could not be determined. The reported pericardial effusion appears to be secondary to the perforation. The reported patient effects of perforation and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided.

Event description:
This is filed to report perforation and pericardial effusion. It was reported in an article that the patient was admitted to the hospital and referred for a mitraclip procedure to treat functional mitral regurgitation (mr), and tethered anterior and posterior leaflets associated with left ventricular remodeling. A mitraclip nt was placed centrally at a2p2, but at the time of catheter removal, a dissection finding localized to the interatrial septum was noted. The procedure was terminated because there was no obvious inflow blood into the dissection cavity and there was no dilation of the dissection over time. Six days post operation, a transesophageal echocardiography (tee) was performed and revealed mitral insufficiency was controlled by inheritance, but an enlarged dissection cavity of the interatrial septum and increased pericardial effusion. Twelve days post operation a transthoracic echocardiogram (tte) was performed and confirmed that there was no dilation of the dissection cavity or increase in pericardial effusion. Sixteen days post operation, the patient was discharged to home. No additional information was provided. Details are listed in the attached article titled, ¿a case of atrial septal dissection after mitraclip.¿